Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 541 mg/d/l and the cause was not known. Correction boluses and insulin injections were used to address the bg level. No device issues were identified. Reportedly, the customer had been using humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge.